Manufacturer narrative:
Expiration date: march 2018.

Event description:
A report was received that a patient developed redness at the point of entry from the cannulas. The redness persisted for a week but then settled down. It is unknown if any medical intervention was provided.

Manufacturer narrative:
A report was received that further information cannot be obtained.

Event description:
A report was received that a patient developed redness at the point of entry from the cannulas. The redness persisted for a week but then settled down. It is unknown if any medical intervention was provided.